Event description:
Event description guidant received information that this right ventricular lead displayed high impedance measurements, was unable to capture the myocardium, and was suspected to be fractured. During the revision procedure, the lead was surgically abandoned and successfully replaced with a competitor's model. No adverse patient effects were noted.